Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of an issue with a mars kit. An alarm pout was triggered by the mars monitor and at the same time a leak on the lower connector of the mars flux (albumin side) was noticed. The treatment was continued using the same set, after reconnecting the lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
MDR: 3007697864-12/12/2017-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture showed that the line was detached from the hansen connector in unit 4. The reported condition was verified. The cause of the condition was determined to be an insufficient gluing of the hansen connector to the corresponding line in unit 4 during the manufacturing of the set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.